Event description:
Customer alleged the joystick shocks them intermittently. No injury alleged.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model m51pr, serial number/date code (B)(4) is approximately 1 year 9 months old. The owner's manual part number 1125085 rev j (oct-08) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer called stating that the consumer is allegedly getting shocked intermittently by the joystick and the joystick is also allegedly sticking to the left. The joystick knob is not on the device. Dealer stated that he could not duplicate the incident. No injury alleged.